Manufacturer narrative:
G4: 02sep2020, b4: 03sep2020 . The field service engineer (fse) confirmed the reported failure. The field service engineer (fse) confirmed the reported failure. The (fse) repaired the issue causing the navigation ring failure. The unit was tested and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Recvd by MFR" 02sep2020. Event date: 03sep2020. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the navigation ring failure. The customer was able to manipulate the setting via touchscreen. The original submission MFR# (2031642-2020-01967 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported that the navigation ring failed during performance verification testing. There was no patient involvement.